Manufacturer narrative:
(B)(4).

Event description:
New information received notes that during clinic visit on (B)(6) 2016, it was noted that the patient received multiple shocks for noise on (B)(6) 2016. Patient had chronic shortness of breath, nausea and vomiting. The noise was visible on both ventricular and atrial leads. Externalized conductors were noted on fluoroscopy. Patient was subsequently underwent an implantation of a subcutaneous cardioverter defibrillator. The intravenous defib was turned off and the patient was referred for lead extraction. Patient was feeling well. Patient did have another shock from his subq ICD and was noted to have inappropriate detection attributed to noise from the old system. Lead was explanted. Inspection of the rv lead showed insulation breakdown after the proximal coil likely due to mechanical forces for removal. There were obvious distal externalized conductors noted. Sub-q ICD is still in place.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device delivered several shocks and the patient experienced syncope. Lead replacement was planned. No further information is available at this time.